Event description:
Intuitive surgical, inc. (Isi) became aware revista do colégio brasileiro de cirurgiões article titled, ¿robotic re-tapp: a minimally invasive alternative for the failed posterior repair¿ (amaral, p. H. F., pivetta, l. G. A., et al., 2021). The objective of the article is to describe the use of the robotic platform in inguinal hernia recurrence after a previous laparoscopic repair. The study included 19 patients who underwent robotic transabdominal preperitoneal (r-tapp) for inguinal hernia repair between (B)(6) 2015 through (B)(6) 2020. Within the journal article, operative complication involving da vinci surgical procedures were noted: there were two intra-operative complications. Both intra-operative complications involved bleeding from the inferior epigastric vessel, injuries that were controlled with clips. There were three surgical site occurrences (sso). The ssos included two patients who developed a seroma and one patient who developed a hematoma. The ssos were managed without any intervention. One patient developed chronic post-operative persistent groin pain in the pubic bone with radiation to the testicle. This patient was managed with pain medications and no interventional pain management was required. Isi has reached out to the author to obtain additional information but has not yet received a response

Manufacturer narrative:
Based on the current information provided, the root causes of the operative complications noted within the article cannot be determined or are unknown. There is no allegation within the article that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. There was no image or video clip supplied for review related to a specific event. System or instrument log reviews could not be performed due to a lack of system, procedure, and instrument details. The specific procedure/event dates and da vinci system serial #s are unknown. A review of images from the article was performed by an isi clinical development engineer (cde). Per the cde, the images depict patient positioning, port placement, intraoperative dissection steps, and mesh placement and removal. Insight related to the noted intraoperative complications from these images can not be provided. Vessel injuries, seromas, and hematomas are common surgical complications and are not unique to da vinci products. This complaint is being reported due to the following conclusion: within the journal article titled, ¿robotic re-tapp: a minimally invasive alternative for the failed posterior repair,¿ multiple operative complications were noted involving patients who had undergone da vinci-assisted surgical procedures. One patient developed chronic post-operative inguinal pain that was managed with pain medications. The causes of the operative complications are unknown. There is no allegation within the article that a malfunction of a da vinci system, instrument, or accessory occurred.